Event description:
Md changed g-tube. About 20" later pt in severe pain unrelieved by oral analgesic. Pt was given ms 2mg. 3hours later, "not doing well, temp 102." Transferred to acute facility. Underwent surgery where "peritonitis" and cloudy fluid consistent with tube feeding was found. Died 9/2003.

Event description:
Add'l info rec'd from MFR 8/2/04: no further info has been received. Please note that the lot number provided in the voluntary report is an invalid lot number. The lot number reported to ross was 95-396-gz, as indicated in its initial MDR. No failure analysis or lab testing was possible as the device had been discarded. Attached to this letter is the report submitted to ross by the facility risk manager. This info indicates the device did not fail. It does indicate tube placement was not confirmed by x-ray, and the placement was difficult. See 2 above. The conclusion codes submitted in original MDR were 70 (device discarded -unable to follow up) and 67 (no conclusion can be drawn). The reporter indicated to ross that the device was not available for examination.